Event description:
It is reported that the patient developed sacral eschar associated with the skin coming in contact with stools leakage resulting from wafer leakage when inflating the flexi-seal signal balloon. It is further reported that the event occurred between four hours and three days and devices five flexi-seal in fifteen days were discontinued.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Please note: there are five cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other four cases. Reported to the FDA on july 31, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. In addition, as stated on the complaint form provided, the events occurred four times between (B)(6) 2014 and (B)(6) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.